Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were tortuous and moderately calcified. The talent device was attempted to be inserted into the pt, but would not advance due to the vessel morphology. The vessel was dilated with an angioplasty balloon, and insertion was tried again; however, the device ended up kinking. The device was removed, and then a shorter talent device was delivered and deployed without issues. The device was discarded by the user facility. The pt is fine.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.